Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer successfully resumed insulin delivery after system check. Customer's blood glucose level was 117 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.